Event description:
It was reported by service report that the headsection will not slide in or out. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Head section assembly.